Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the front-end board and all transducers. The fse tried calibrating, but the problem persisted. The fse tried calibrating the transducer. The fse replaced the front-end board and the absolute pressure transducer. The iabp was handed over to the customer in working order.

Manufacturer narrative:
Updated fields : b4, g1-contact person ¿ mfg site, g3, g6, h2, h6 ( component codes).

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter name is (B)(6). Due to character limitation in e1 for event site name, the full event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit is displaying an error message: electric error code 53. There was no patient involvement.